Event description:
Upon initiation of hd treatment, the dfr (dialysate flow rate) was set to 300 as prescribed for pt; however later in the treatment for 25 mins of hd treatment the dfr on the machine defaulted to 800; rx dfr was 300. Pt did not show any signs of distress/concern by rn at this time. No known harm to the patient occurred and the dfr setting was corrected on the machine as soon as it was noted to be incorrect.